Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event, no electrical anomalies were found. It was noted that the lower case was broken.

Event description:
It was reported by the physician, to the biomedical engineer, that when the epg (external pulse generator) was connected to a patient, it shut itself off, so the battery was replaced. The epg again shut itself off, so the physician replaced the epg to finish the case. The epg was returned for repair. No patient complications were reported as a result of this event.